Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the {vein listed in the pps} due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging device tilt, vena cava and organ perforation. Patient notes and further alleges experiencing "occasional pain and funny feelings in chest -the filter is not in a good position". Per the (B)(6) 2012 inferior vena cava (ivc) filter placement: "findings: the filter was deployed in an infrarenal position with no tilting". Per the (B)(6) 2017 independent review of a computed tomography (CT) of abdomen and pelvis dated (B)(6) 2017: "positive for caval perforation. Superior extent of ivc filter is at the l 1 vertebral body. Inferior extent is at the l2-l3 disc space. A total of four prongs have perforated the ivc, series 2, image 32. Maximum distance prong perforated is 4 mm. Coronal images show 11-degree tilt right-to-left. No sagittal images were available. Diameter of ivc directly above filter measures 19 mm x 17 mm. A single prong has perforated the duodenum". Db (B)(6) 2019.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01166.